Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)- against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that significant resistance was felt during advancement; however, the stent was able to be deployed. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous, highly calcified lesion in the mid left anterior descending artery. Significant resistance was felt during advancement of the 3.0 x 28 mm xience v stent delivery system (sds)in the vessel; however, the stent was able to be deployed. During retraction of the sds, resistance was felt again which resulted in a proximal shaft separation. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.